Event description:
Wire perforator separated from plastic hub leaving wire perforator embedded in bone and soft tissue of mandible. Wire was removed by grasping protruding portion with hemostats. Wire perforator was removed intact.